Manufacturer narrative:
Based on the findings, technical support determined the proximate cause of the reported issue. Technical support advised customer to repair/replace the p power supply board to resolve the issue. A review of the device history record showed the device had a manufacture date of 12oct2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : device was not returned.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 120.4610. The tech recommended replacing the battery and power supply processor board. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 120.4610. The tech recommended replacing the battery and power supply processor board. There was no patient involvement.